Event description:
The customer contact reported the clave secondary port split. The tubing set was to be used to deliver an unspecified medication. It was reported that prior to priming, it was noted that the clave secondary port on the cassette of the tubing set was split. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. The list number and the lot number of the device that was in use are unk. The customer contact identified the device as a plumset. However, the customer contact was unable to provide the list or lot number of the device. This report represents all the info known by the reporter upon query by hospira personnel.